Event description:
It was reported that telemetry anomaly was observed. It was suspected that the device reached eri in (B)(6) and eol subsequently. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed no communication. Analysis by the battery vendor found no conditions causing an internal loading. The cause of the battery depletion could not be determined.